Manufacturer narrative:
Evaluation results: the reported condition of the overinfusion was not duplicated or confirmed. The pump accuracy tests were within specifications.

Event description:
The facility¿s biomedical technician reported a ¿medication error¿ during patient use. The unknown medication was supposed to deliver in a 24 hour period but infused in 1 hour. The facility representative stated that there were no reports of injury. Attempts were made to contact the facility¿s nurse manager, but no additional information was obtained.